Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Per pre case planning the patient was not recommended for the procedure. After placing the ovation ix stent graft, the physician pulled the pigtail down without straightening it with a wire. The pigtail caught in a strut. The aortic body was pulled down and the strut became bent. It was impossible to advance, push the grafts up to realign with the renal. The physician decided to deploy there. A type 1a was identified on final angiogram. The physician deployed a non-endologix cuff and ballooned leaving a smaller residual type 1a still present at the end of the intervention. The physician will control in 30 days. No additional event or patient information is available.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Per pre case planning the patient was not recommended for the procedure. After placing the ovation ix stent graft, the physician pulled the pigtail down without straightening it with a wire. The pigtail caught in a strut. The aortic body was pulled down and the strut became bent. It was impossible to advance, push the grafts up to realign with the renal. The physician decided to deploy there. A type 1a was identified on final angiogram. The physician deployed a non-endologix cuff and ballooned leaving a smaller residual type 1a still present at the end of the intervention. The physician will control in 30 days. No additional event or patient information is available. Additional information received confirming that the type ia endoleak was confirmed self-resolved at 30-day follow-up CT (computed tomography) scan.

Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical records. The reported bent strut and intraoperative type ia endoleak (resolved at 30-day follow-up per CT) were confirmed. This event is most likely user-related; the off-label neck angles of 79.9 and 65.4 degrees (IFU requirement is less than or equal to 60 degrees) likely contributed to the type ia endoleak, and the procedural error of not straightening the pigtail catheter likely contributed to the bent strut. The procedure-related harms could not be determined, and the final patient status was not reported. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections to b1, b2, d11, g1-2 contact office, g4, h6: h6 device code; remove 1354 h6 result code; remove 3233 h6 result code; remove 11.